Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The patient noticed the deflation. The healthcare professional confirmed the deflation. As a result, the patient had undergone removal and replacement with saline mentor breast implant of unknown type on (B)(6) 2018. The patient had improved after the surgery. There were no complications. The patient was not hospitalized.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the affected device was saline mentor smooth round moderate profile 275cc, catalog number 3501640 , lot number 5588279. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the manufacturing record evaluation (mre) was performed for the finished device number 5588279, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.05 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).